Manufacturer narrative:
Additional narrative: a manufacturing evaluation was performed. The investigation of the complaint articles has shown that: the returned instrument shows both spring-stops are deformed, which resulted in, it could not be used / locked in place anymore. Unfortunately, not able to determine the exact cause of this problem. It appears that the user may have tried to tighten the cable without ensuring proper locking (damages on the inner part is evident). Otherwise the instrument seems to be in good condition. The manufacturing records were reviewed and no deviation to the specification was found for this instrument produced in december 2013. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the instrument does not close properly. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.